Event description:
It was reported "after the catheter was inserted, the blood was found in helium pathway". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was con-nected to the short driveline tubing; dried blood was noted within the inflation driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The customer submitted videos were reviewed. Both videos show liquid blood within inflation driveline tubing/helium pathway, which is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen near the proximal end of the bladder. The leak site was consistent with contact from a sharp object, and it was noted on the outer lumen approximately 27.9cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blood was found in helium pathway" is confirmed. During the investigation, the iab catheter was confirmed with a leak from the outer lumen, which allowed blood to enter the helium pathway. The outer lumen leak site identified was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause of the outer lumen leak is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter was inserted, the blood was found in helium pathway". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".